Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed during incoming testing; however after disassembling the device to determine root cause, the malfunction was no longer seen. The monitor board was replaced as precaution. The device was put through extensive testing without duplicating the malfunction. The monitor board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device inappropriately reboot power. Complainant indicated that there was no patient involvement in the reported malfunction.